Manufacturer narrative:
(B)(4). Our investigation into this product complaint is currently in progress. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an mr850 respiratory humidifier "overheated" and that "there was smoke coming from the back of the heaters". The hosp reported that the humidifiers displayed an error code, but were unable to confirm which error code was displayed. No pt consequences were reported.